Event description:
Information received indicates the bed will no go into the trendelenburg position.

Manufacturer narrative:
The hill-rom technician found the trend linkage was loose. The technician tightened the trend linkage to repair the bed.